Event description:
The customer reported to beckman coulter (bec) that there was a small leak above the blood sampling valve (bsv) of the coulter hmx hematology analyzer with autoloader. The volume of the leak was 1 drop and was contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse observed that the source of the leak was the tubing at wire marker (wm) 9. The wm9 carries diluent and blood from the bsv to the white blood cell (wbc) bath. The fse replaced the affected tubing, and no further evidence of leaking was observed. The cause of the leak was the tubing at wm9. (B)(4).